Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22- client is testing with expired test strips. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. Customer stated that he has not been testing regularly. Customer stated he had changed the battery and still got the lo result twice. Customer stated that he had performed a blood test and obtained a result of lo fasting; customer stated that he then went to the doctor's office where they performed a blood test and got 168 mg/dl fasting. Customer stated he went to the doctor's office because of the lo results obtained; customer was not having symptoms at that time. The customer's expected fasting blood glucose test result range is 60 - 140 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. At the time of the call, the customer was at work and did not have the test strips with him and was unable to go through the meters memory at that time. Customer stated he would call back. Customer called back on 02/02/2018 and provided test strip information and meter memory results. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2017. Based on strip open date provided of (B)(6) 2017, customer's test strips are expired - at the time of the call they were more than four months past the date first opened. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on (B)(6) 2018 resulted in defect found: returned test strips produced lo and black chemistry observed. Final root cause: black chemistry due to improper storage note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. Customer stated that he has not been testing regularly. Customer stated he had changed the battery and still got the lo result twice. Customer stated that he had performed a blood test and obtained a result of lo fasting; customer stated that he then went to the doctor's office where they performed a blood test and got 168 mg/dl fasting. Customer stated he went to the doctor's office because of the lo results obtained; customer was not having symptoms at that time. The customer's expected fasting blood glucose test result range is 60 - 140 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. At the time of the call, the customer was at work and did not have the test strips with him and was unable to go through the meters memory at that time. Customer stated he would call back. Customer called back on 02/02/2018 and provided test strip information and meter memory results. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2017. Based on strip open date provided of (B)(6) 2017, customer's test strips are expired - at the time of the call they are more than four months past the date first opened. The meter memory was reviewed for previous test result history: (B)(6).